Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it was reported two bent cannulas on her infusion sets. The customer reported the first one happened on (B)(6) with blood glucose at the time of incident was over 400 and second one happened on (B)(6) with blood glucose at the time of incident was 285 that day. Pump did not alarm. The customer reported they did a set change and it brought her back down. The insulin pump will not be returned for analysis.